Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, service found the adhesive on the bending section cover was cracked, the connecting tube was scratched, the switch button #1 was scratched, the switch box was scratched, the suction cylinder was dirty, the universal cord was scratched, the water removal ability was out of specification due to clogged nozzle, the displayed ultrasound image was noisy due to damaged ultrasonic probe, the distal end was scratched, and the acoustic lens was scratched. The bending angle was out of specification, and there was play in the up/down knob, and the right/left knob, due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the clogged nozzle was due to a foreign material found on the forceps because the device was not reprocessed correctly. Olympus will continue to monitor field performance for this device.